Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen issues were verified. The alleged alarms issue could not be verified; however, a different issue was identified (read/write failure to nvm).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. It was also reported that the customer experienced an undefined alarm. There was no reported impact to customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.